Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 09/12/2019 to 9/1/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device

Event description:
Alarms for no apparent reason- on (B)(6) 2020 06:12:21 rfc_repairs (rfc_repairs) system error: code: 133.6080. Customer states there was no patient involvement.